Event description:
It was reported that outside of surgery (control of the device), a calibration thickness of cut requested before end of equipment warranty. There was not a specific incident so no date in particular. During device evaluation it was discovered that the motor speed was unstable. Due diligence is complete there is no additional information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the position of the control bar was not correct, the motor speed was unstable, and the calibration was out at the 0 reading. The motor, sleeve, shaft bearings and sleeve bearings were replaced and the position of the control bar was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: france.